Event description:
It was reported that soon after connecting the ventilator to a pt there was a "clunk" sound from the ventilator. The ventilator generated a technical error code indicating disabled valves and it shutdown. The ventilator reset itself to factory defaults and it then generated another technical error code indicating a detected error in the internal memory. The ventilator was disconnected from the pt and the pt was manually ventilated until a new ventilator was brought into the room. There was no pt harm. (B)(4).